Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows one loose syringe partially filled with a clear unknown fluid and inside is an unknown white particulate. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4178424. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 309657; batch # 4178424. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: rcc received a complaint via phone. Product complaint - customer called to advise that they pulled syringe to fill and discovered a foreign matter inside the syringe of ref# 309657 lot# 4178424, sample is available, as well as pics. No pt harm, issue was discovered prior to use. It was not used on a pt.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.